Event description:
Phlebotomist was pushing in tube onto needle and top of tube broke off cutting her finger. Phlebotomist was given "cocktail." Both phlebotomist and pt were tested for hiv and hepatitis panel. All results for both were negative. No customer samples were rec'd for evaluation.